Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic with two different vials of test strip (lot number 3319188 and 3306727). The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information: the patient tests between six to eight times a day and manages her diabetes with humulin r (sliding scale, based on her blood glucose reading and food intake). The patient clarified she typically would test her blood glucose, administer her insulin, then consume her food 30 minutes later. The patient's blood glucose range is not known. The patient alleged that the issue began three weeks to a month prior to contacting lfs. On an unspecified date/time, the patient reportedly obtained blood glucose readings of "hi, 200, and 50 mg/dl" with the subject meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. In response to the reported meter issue, the patient corrected and clarified she estimated the amount of insulin she gave herself (dosage unknown) and was careful with what she ate 30 minutes later. As a result of the alleged meter issue, the patient claimed (on an unknown date/time) she "bottomed out", obtained a reading of "49mg/dl" with the subject meter soon after, and then immediately contacted the emergency medical services (ems). The patient denied taking any action in response to her blood glucose reading of "49mg/dl". Prior to the onset of her symptom it is not known what the patient's previous blood readings were with the subject meter nor is it known what action the patient took in response to her previous blood glucose readings. The patient reportedly obtained a blood glucose reading in the "20s" with the ems's meter, she was administered d50 and sugar drip via IV, and transported to the emergency room (ER). According to the patient, although she still felt weak, she left the hospital later that day (against the doctor's recommendation) because the nurses were verbally mistreating her. On (B)(6) 2012 the patient indicated she had a scheduled doctor's office visit and during the visit her physician changed her diabetes regimen for insulin to metformin (dosage unknown) three to four times a day. During troubleshooting, the customer service representative confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips (with lot number 3319188) involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) respectively on (B)(4) 2012 and (B)(4) 2012 with the following finding: the meter and test strips passed all testing with no faults found, the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.